Manufacturer narrative:
This product is not marketed in the u.s. Patient code: (B)(4) no code available: secondary surgery, lens exchange, significant reduction of ica conclusion code: off-label use [acd < 3.0mm (2.8mm)].(B)(4). Device not yet returned to manufacturer

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The problem was resolved. As of the date of MDR submission, the lens has not yet been returned.

Manufacturer narrative:
Product evaluation found lens returned in liquid in a micro centrifuge vial. Visual inspection found no visible damage to lens. (B)(4).